Event description:
The customer's reported event occurred before inspection for use, during pre inspection for a diagnostic colon examination, which was completed with another scope with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]- inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of insufficient air supply was confirmed due to a clogged nozzle. Additional evaluation findings are as follows: insufficient water supply due to clogged nozzle, bending angle in the up direction did not meet standard value due to wear of angle wire, adhesives around light guide lens had white-clouded area, the insertion tube became deteriorated due to a handling of cleaned, disinfected, sterilized (cds) method, adhesive around light guide lens was peeled, light guide lens was cracked due to a shock caused by dropping the endoscope to a hard surface, adhesives around objective lens had a white-clouded area, image guide protector had a scratch due to physical stress, switch 1 was cut due to physical stress, universal cord had coating peeling and worsened with chemical stress, the universal cord had a wrinkle. The resin area became detached due to humidity and deteriorated due to handling of cds method. Additionally, on water detection sticker 1a, dots were smudged and connected due to water invasion in device, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover (a-rubber) had white-clouded area, adhesive on a-rubber had a crack and chip. The angle wires were stretched due to wear of angle wire, the play of upward/downward knob was out of the standard value, plastic distal end cover had a scratch due to handling issue, and connecting tube had a scratch due to handling issue.

Event description:
The customer reported to olympus that there was insufficient air supply while using the evis lucera elite colonovideoscope. There were no reports of patient harm. The device was returned and evaluated, and foreign material was observed due to a clogged nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.